Event description:
0930 resident up in recliner, cuff deflated; able to speak; had eaten some breakfast. 1000 discovered not breathing, no pulse, slumped over in recliner. Ventilator tubing with heat & mositure exchange (hme) unit attached was on the floor. Resident was bagged with 100% oxygen, help was called for, resident placed on floor, CPR began. "911" called. Ventilator did not alarm.